Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is most likely that the damage was caused by wear and tear and likely due to the effect of a large mechanical force caused by an impact or fall. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the mechanical accessories exhibited that inside of the tip beak was scrapped. There were no reports of patient involvement.